Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected.>> the device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker had exhibited a pocket infection. The patient reportedly had foul-smelling drainage from the incision site when arrived at the hospital. A revision was performed, and the pacemaker along with the right ventricular (rv) lead and right atrial (ra) lead were explanted. Subsequently, a large black hematoma was evacuated and debrided from the left pectoralis region. The physician opted to place a temporary pacemaker at the internal jugular vein (ijv). In addition, patient received antibiotic treatment. No additional adverse patient effects were reported. This pacemaker was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the patient with this pacemaker had exhibited a pocket infection. The patient reportedly had foul-smelling drainage from the incision site when arrived at the hospital. A revision was performed, and the pacemaker along with the right ventricular (rv) lead and right atrial (ra) lead were explanted. Subsequently, a large black hematoma was evacuated and debrided from the left pectoralis region. The physician opted to place a temporary pacemaker at the internal jugular vein (ijv). In addition, patient received antibiotic treatment. No additional adverse patient effects were reported. This pacemaker was returned for analysis.

Event description:
It was reported that the patient with this pacemaker had exhibited a pocket infection. The patient reportedly had foul-smelling drainage from the incision site when arrived at the hospital. A revision was performed, and the pacemaker along with the right ventricular (rv) lead and right atrial (ra) lead were explanted. Subsequently, a large black hematoma was evacuated and debrided from the left pectoralis region. The physician opted to place a temporary pacemaker at the internal jugular vein (ijv). In addition, patient received antibiotic treatment. No additional adverse patient effects were reported. This pacemaker was returned for analysis.